Event description:
Device is electrically unsafe. New device has over 1800 microamps leakage to ground. MFR is aware they are selling electrically unsafe products as they admitted that other customers have had same problem. Also sold with a non- hospital grade plug. After unit warms up leakage current goes from 450 micro amps to over 1800 micro amps. Appears to be a design flaw and not an equipment failure.